Event description:
Patient seeking legal action. Letter of retainer and attorney (B)(4) received with revocation of medical authorizations releases from patient's legal counsel. Update: (B)(6) 2013 - legal claim received. There is no new additional information that would affect the investigation. The complaint was updated on: (B)(6) 2014. Update: (B)(6) 2014- litigation received. Litigation alleges pain, physical injury, bodily impairment and elevated metal ion levels. Update: (B)(6) 2014 - sales rep reported revision surgery. Patient revised to address pain. Product/lot #'s provided. The sleeve is being added to the complaint. This complaint was updated on: (B)(6) 2014. Comment: there is a side discrepancy. The der states the left side, while litigation states the right. There is no indication of which side is the correct side or that the patient is bilateral. For accuracy, the side from the der will remain. Should we receive additional information, we will update if needed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.